Manufacturer narrative:
One (1) expedium pedicle probe ¿ straight [product code: 2797-02-010, lot no: 0210nt] was returned to the cqu for evaluation. Visual examination at the macroscopic level of the probe revealed that the fracture was located approximately 10 mm from the distal end. The fractured tip of the probe was not returned for analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the probe¿s distal tip and the taps fluted distal tip fracturing cannot be positively determined. However, the fracture analysis report concluded that both the probe and tap appear to have exhibited torsional shear overload failures. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had extremely hard and sclerotic bone. Surgeon tried hammering in but both instruments snapped under pressure. Both broken pieces were unreachable due to depth.